Event description:
The event is reported as: "complaint alleges that the unit just totally stopped working. It would no longer perform when turned on."no pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.